Event description:
It was reported that the patient presented to the hospital with diaphragmatic stimulation. The patient's right ventricular (rv) lead was removed and replaced with a new lead. The patient remained stable.